Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that infusion set's tubing disconnected from the infusion site prior to insertion. This issue occurred with four sets, so a new one was used. Patient's blood glucose level was between 120-150 mg/dl at the time of event. The patient did not notice any damage when the package was first opened. No further information available.